Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device doesn't work on battery mode. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using ac power but failed to power on using battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The battery was replaced and the device failed to turn on. Fuse f3 on the system board was found to be open. The fuse was temporarily shorted and the device was able to turn on using battery power. The returned battery was charged for 48 hours and was found to not charge to an acceptable voltage.